Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code ¿other¿ was selected as no device was returned (information requested). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported by field sales associate: the field sales associate (fsa) was made aware of a number of gore® acuseal vascular graft delimitation¿s throughout the year at (B)(6) university hospital. Some patients had a second acuseal implanted which also went on to delaminate. These all seem to have taken place in grafts which were implanted in surgeries from end of 2022 into 2024. Although the surgery took place at (B)(6), the patients attended various different dialysis centres around (B)(6). The fsa is in contact with the hospital to get further information.

Event description:
On (B)(6) 2022 a gore® acuseal vascular graft was implanted for dialysis access creation in the leg. 826 days after the implant, on (B)(6) 2024, device delamination was observed. The area of delamination was noted to be within the loop/apex of the device. The delamination was observed upon investigation of access flow issues. The delamination was treated with a stent-graft. The patient had a history of an unspecified ir procedure. Cannulation was noted as a potential cause for delamination. The device remains in use.

Manufacturer narrative:
B5 describe event or problem was updated. D4 serial number was corrected. H3: other: the device remains implanted; no further investigation of the device can be conducted. Product history review: a review of the manufacturing- and heparin coating records indicated the lot met all pre-release specifications. Further investigation is being conducted and will be reported in the final report. A formal investigation was initiated on (B)(6) 2025. This investigation will include a CAPA request to determine if corrective or preventative action is required, an assessment of risk documents, a complaint query, and a detailed manufacturing review. Gore is prioritizing the investigation to ensure a swift and thorough resolution, recognizing the critical importance of patient safety. We are working diligently to determine the outcome of the analysis. The investigation will be finalized by (B)(6) 2025, and final conclusions will be provided thereafter.

Event description:
He following was reported to gore through a field sales associate: on (B)(6) 2022, a gore® acuseal vascular graft was implanted for dialysis access creation in the leg. 826 days after the implant, on (B)(6) 2024, suspected device delamination was observed. The area of suspected delamination was noted to be within the loop/apex of the device. The suspected issue was observed upon investigation of access flow issues. The patient was treated with a stent-graft and the device remained in use. The patient had a history of an unspecified ir procedure. On (B)(6) 2025, the physician reported that upon further assessment, the issue was not delamination.

Manufacturer narrative:
B5 describe event or problem was updated. H6 medical device problem code a27 was used for unspecified access flow issues. On (B)(6) 2025, the physician reported to gore that, upon further assessment, the present gore® acuseal vascular graft has not delaminated. The physician now classifies it as an unspecified ¿access flow issue¿. For av applications, the occurrence of minimal or no blood flow through the graft more than 30 days post device placement, regardless of the treatment rendered, is not considered reportable. A review of the manufacturing records indicated the lot met all pre-release specifications. The report is therefore being retracted.